Manufacturer narrative:
Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the implantable neurostimulators (inss) were so close together that they kept touching , so the patient kept scooting them apart in her lower back. They were located right at her waistline and real uncomfortable. It was noted that the patient did not have a pain management doctor for her stimulators at the time of this report. Follow-up was performed to determine if the patient had received any assistance with the issue and if she had any further concerns. This event will be updated if additional information is received.